Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34; product lot/serial number (B)(6); product type: delivery catheter system; implant date n/a; explant date n/a product ID l-evolutfx-34; product lot/serial number (B)(6); product type: compression loading system; implant date n/a; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the transcatheter bioprosthetic aortic valve, within a patient with pre-existing first degree atrio-ventricular block, the electrocardiogram (ECG) identified a new ¿brief phase¿ of third degree atrio-ventricular block. This occurrence required a change to the guideline directed medical therapy. On the same day, following the valve implant procedure a right bundle branch block (rbbb) developed. Treatment was not required for the rbbb. The rbbb was unresolved. On the day following the valve implant the third degree atrio-ventricular block had regressed and reported as resolved. No further treatment was required. The rbbb and third degree atrio-ventricular block were reported as causal related to the valve and implant procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that a beta-blocker was stopped as result of the complete heart block.